Event description:
The impact 754 portable ventilator was being used to support a patient during ground transportation when the patient circuit tubing became accidentally dislodged from the exhalation valve on the ventilator. The end user reported that the alarm did not sound to alert the ems staff that the tubing was disconnected. The patient's o2 saturation was reported to drop prior to the staff recognizing the problem. The tubing was reattached and the patient's o2 sats immediately increased to normal levels. No back-up ventilation was needed and the end user reported there was no injury to the patient due to the event. Though it was reported that serious injury to the patient did not occur, it was reported that the unexpected behavior of the ventilator caused the patient's o2 saturation to decrease and so, this event has been submitted here as a serious injury event.

Manufacturer narrative:
Device was tested upon receipt at impact and the reported problem could not be duplicated (all parameters were within specification and all alarms were functioning correctly). Impact's technical field staff further discussed the event with the hospital staff. The hospital's biomedical engineering staff were also not able to confirm the problem with the alarms. It is possible the event was caused by setting the high and low pressure alarm limits too broadly which indicates the event may have been caused by a training issue. Additional training was administered via phone. Functional testing of the device was performed at impact following the event. The unit was returned to the end user after it tested within specification.